Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully completed the reset without recurrence of the malfunction. The customer was informed to continue using the pump and to contact support if the issue recurs.